Event description:
A port was placed in the peritoneum for administration of chemo in (B)(6) 2010. The pt's chemo course was completed and she had her port removed (B)(6), 2011. As part of the procedure, a post procedure x-ray is completed. The x-ray showed that a piece of the port was left behind in the subcutaneous tissue and the pt returned to have it removed (B)(6), 2011. No operator error was found.